Event description:
It was reported that the patient experienced migration of her implantable neurostimulator (ins). The patient reported that was in the emergency room on (B)(6) 2012 "because her ins had moved into her ribs." The patient stated that "she couldn't breathe." The patient additionally stated that she was "in pain" from (B)(6) 2012 to (B)(6) 2013 when she had the ins revised. The patient also reported that "her ins was too deep." It was also reported that the patient's health care provider (hcp) noted "she had never seen an ins so deep." It was also reported that the patient had experienced "coupling and or communication issues." The patient reported that "she could not charge" and that she had "0 coupling." It was further reported that the patient "had not been able to recharge her ins because nobody could find where her ins was." The patient also stated that "she cannot feel her ins" and that she "can't find it." The patient reported concern of whether "her ins had moved again." It was noted that the patient was "not having pain" at the time of report. The patient was redirected to her hcp. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).